Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had stopped using the stimulation for "some time" because it was not helping their pain. When they went to turn on the device again, they experienced a sudden shocking and intense stimulation sensation. The patient was able to turn off the device. The cause of this was unknown. The rep met with the patient on (B)(6) 2019 and found all impedances to be normal. No interventions were planned as of (B)(6) 2019 since the issue was reported to be resolved. No further complications were reported or anticipated.